Event description:
It was reported that ¿during the procedure, the surgeon pulled the shaver blade out of the vertebral disc space with the shaver being activated and damaged the spinal cord dura... However, the surgeon was able to sew it.¿

Manufacturer narrative:
(B)(4): device was discarded by user facility. Method ¿ no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.